Manufacturer narrative:
(B)(4). The regalia xs 1.0 guide wire was returned for evaluation. Peeling of the polymer jacket was confirmed for approximately 4.5mm from the tip of the returned guide wire, exposing the coil. Proximal to the torn end of the polymer jacket, the polymer jacket was found stretched distally and damaged likely by a hard and sharp object at approximately 9 and 10mm from the tip. The ball tip was attached at the very distal end of the returned guide wire; the guide wire remained in one piece. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that due to anatomical conditions, the polymer jacked surface of the guide wire had been scraped by the metal tip of the concomitant catheter during manipulation. It was concluded that this event was not attributed to product quality. Although there were no adverse patient effects, it was unable to rule out a possibility that some fragment might be left in the patient. No CAPA will be taken. Instructions for use (IFU) states: [warnings] do not use the guide wire in combination with catheters (atherectomy catheter, metallic dilator etc.) Which metallic part may contact surface of this guide wire. [This guide wire may be damaged or separated.] If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that peeling of the polymer jacket of an asahi regalia xs 1.0 guide wire during a percutaneous peripheral intervention to treat a moderately calcified, chronic total occlusion (cto) in the superficial femoral artery. The guide wire was used with an asahi corsair armet metal tip catheter when peeling of the polymer jacket was recognized. Additional intervention was necessary and the affected guide wire was removed from the patient. The ppi was successfully completed with reestablished blood flow achieved by stenting. There were no adverse patient effects associated with this event.